Manufacturer narrative:
(B)(4). G2: foreign- south africa. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded as biohazard by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's tibia nail was revised due to tibial infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Proposed code: im nail reported event was unable to be confirmed due to limited information received from the customer. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device is used for treatment. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.